Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during interrogation it was observed that the right ventricular lead was not capturing or sensing appropriately. Dislodgement was confirmed. The physician believed the dislodgement was due to the patient's twiddling. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were not confirmed. Analysis was normal. No anomalies were found.